Event description:
It was reported that the lead dislodged and loss of capture occurred. The patient experienced diaphragmatic stimulation and became asystolic when programmed to right ventricular pacing only. The lead was successfully repositioned.

Manufacturer narrative:
Na